Manufacturer narrative:
Information reported that this lead was capped, and not available for return at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to unknown product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that the unknown product performance issue with the rv was lead fracture. A new rv lead was implanted.